Manufacturer narrative:
Philips service performed tests, and the system was returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a geometry error affecting system positioning occurred on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.